Event description:
During pacer (pacemaker) vent (ventricular) lead extraction from pt, 2-3mm (millimeter) section of lead tip remained in the pt's body. Attempts made to retrieve the piece with blunt instruments (unsuccessful). Physician attempted snare retrieval, but unable to retrieve related to position. Second physician called for 2nd opinion. Decision (was) made to leave piece in pt's body. Guidant rep present for case.